Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue.

Manufacturer narrative:
Patient demographic received.

Manufacturer narrative:
Patient information was unavailable from the site. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system displayed a message that the navigation was disabled when performing an image acquisition. It was noted that the system would work as designed. It was reported that the issue could be isolated to the navigation system as the imaging system could communicate with other medtronic navigation systems. There was no known impact on patient outcome. No additional information was provided.